Manufacturer narrative:
This report replaces report #1218950-2017-00797, which was transmitted incorrectly with the wrong FDA reg#. Please accept this report in its place. A follow-up to 1218950-2017-00797 has been submitted cross-referencing this correct report.

Event description:
The customer reported that one of their mx450 monitors had a speaker malfunction; the customer didn't hear the speaker beep. The device was not in clinical use at the time the issue was discovered; no patient involvement.